Event description:
Two samples from the same patient, drawn a day apart, had different advia centaur hcv results. One was positive, one was negative. The physician questioned these results and upon retest both sample results were negative. Sample tube # 1 original hcv result = 2.30 index value, repeat hcv result = <0.2 index value. Sample tube # 2 original hcv result = <0.2 index value, repeat hcv result= <0.2 index value. Other tests were run on these samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to these discordant hcv assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcv result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.